Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The catheter did not slit along the score lines. Visual analysis of the catheter indicated damage during use. The analyst noted that only the proximal portion of the catheter was returned. Visual inspection was found slitting appeared not on score line and that causing spiral slit. Spiral slitting caused the catheter to break. Cracked and torn was observed at broken area, damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while slitting the delivery catheter, the catheter broke horizontally and "fully away," leaving limited capacity to reapply the slitter. The physician removed the delivery catheter and lead that had been implanted and restarted the procedure. No patient complications have been reported as a result of this event.